Event description:
It was reported that during a da vinci-assisted sadi-s surgical procedure, the synchroseal instrument would not move. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. There was no physical damage on the snake wrist cables nor main tube observed during testing that would have caused the failure. The instrument passed seal test upon testing. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Additional findings not related to customer reported complaint: the instrument is found to have a dislodged jaw cover. The jaw washer is displaced and under the surface of the cover. The instrument was found to have the jaw cover torn. The tears measured roughly .2740" x .1095". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. Furthermore, the probable root cause of the dislodged and torn jaw cover is attributed to a mechanical damage by the user, likely from improper handling or incorrect loading/unloading of the jaw.